Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: based on DHR review, there are no abnormalities observed. From the returned photos, it is unable to confirm the luer taper of the hub that may result in the issue of not able to attach to syringe. Hence, the root cause is not established. The complaint will be re-opened when the sample is returned. Root cause description: the root cause could not be established.

Event description:
It was reported that the needle is not attached correctly and is not functioning with a bd hypoint needle. The following information was provided by the initial reporter: the needle is not fixed enough so it is impossible to inject.